Manufacturer narrative:
The replaced touchscreen was returned to the philips product investigation lab (pil) for evaluation by a pil technician. The technician verified that the touchscreen flex circuit successfully passed all resistance tests. As flex cable resistance and resistance ratio testing are factors that verify a functional and good working touchscreen, the pil tech's investigation concluded that there was no problem found on the returned touchscreen.

Event description:
Philips received a complaint on the v60 ventilator indicating that the touch position of the touchscreen was misaligned. The device was reported to be outside of use at the time of the reported problem. There was no patient or user harm reported. The authorized service provider (asp) inspected the device during periodic maintenance and observed that touch position was misaligned. A touchscreen calibration was completed, but the issue was not resolved, so the touchscreen was replaced. Following the replacement of the touchscreen, the asp successfully completed a comprehensive inspection, cleaning, running test, and function test.